Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/14/2014 with the following findings: the battery compartment was cracked and the clip insert was broken free. The cartridge and battery caps were not returned, so a test battery cap was used to verify steps. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on 11/14/2014.